Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation was due to capsular contracture baker grade IV. Device evaluation: analysis of the returned device identified: creases flat, deformation device and weight to the spec. Cloudy and bubbles in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process this is a known potential adverse event addressed in the product labeling.

Event description:
(B)(6) report stated implanting/explanting physician reported a capsular contracture baker grade IV. The device has been explanted and replaced. This record relates to the right side.